Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. Date of event is an approximation. The patient experienced inaccurate cgm values which occurred an unspecified day after the sensor had been inserted (no information about the insertion site). On the (B)(6) 2021 the cgm reading was 30 mg/dl (continuous glucose monitor reading value is outside of the 40-400 mg/dl range) and the bg reading was 130 mg/dl (no information when the values were taken). The patient experienced convulsion (seizures) and fell on the floor while he was at work. The patient couldn´t remember anything else about the incident as it has been 3 years ago. The patient declined to provide further information about the event. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4): diabetes mellitus is a known cause of seizure.